Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg took a long time to charge and it would not last that long. It was also noted that the patient was experiencing loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.